Event description:
A varian customer reported that "a plan is done in irreg and a wedge is inserted to the field. Then the calculation is done. The calculation information window at the end of the calculation specify the openfield data has been used for calculation. The calculated mu are for the open field. The wedge is completely ignored."

Manufacturer narrative:
A device from the same lot of the actual device involved in incident was evaluated. Device evaluated with respect to operational environment. Varian verified and confirmed the problem using a demo system. In the irreg module of eclipse, if a plan is created that has wedges in the field(s) ; the calculation will ignore the wedges. In other words, the plan will be calculated as if it were an open field. It is unusual to use a wedge in irreg planning, but the user can do it, and the system will not calculate correctly in that situation. It should be noted that in the field properties/calculation tab, there is no information in the calculation log. This is a software anomaly. This failure mode would always result in under dosage (approximately 30% to 70% depending on the wedge used). An errant treatment plan could be delivered in its entirety if the discrepancy was not caught during qa of the plan, resulting in an under dosage of 30% per field (with the smallest wedge). The hazard review team felt that the lower end of the dose error range is most appropriate for evaluation because the larger end of the dose error range would be more easily identified. A product notification letter will be sent to affected customers.